Event description:
It was reported the patient was getting ¿reactions¿ and they did not know if it was the interstim. It was stated the patient was waking up with ¿kind of stimulation¿ all over their body, from the bottom of the feet, to the head. This started two nights prior and it was worse the night prior to the report. It was noted that the patient had turned stimulation off and within five minutes it gradually went away. The patient has had three falls since three weeks ago, with one being ¿pretty bad.¿ the last fall occurred the day prior to the report. This issue would only happen when the patient slept, as it would wake them up. When they would wake up, they had it for 15-20 minutes. The feeling of the patient being ¿shocked all over¿ at night was like their hand ¿went to sleep.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b23d, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).